Event description:
Same case as MDR ID#: 2134265-2012-03175. It was reported that during a stenting treatment procedure, stent dislodgement occurred. Vascular access was gained via the right femoral artery. The physician placed, but experienced difficulty advancing an unknown manufacturer's guide wire. The 90% stenosed target lesion, with significant lesion bend greater than 45 degrees, was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The target lesion was pre-dilated with an unknown manufacturer's 2.0mm balloon. The physician advanced a 3.5x16mm promus element stent delivery system (sds), but encountered resistance. After removing the 3.5x16mm promus element sds, stent damage was observed. Next the physician attempted to advance a 3.0x16mm promus element sds and the physician encountered resistance. Then while attempting to withdraw the 3.0x16mm promus element sds, the stent dislodged from the sds in the proximal lad. The physician removed the sds, and then used a snare device to successfully remove the stent from the patient¿s anatomy. The physician completed the procedure with deployment of a non-bsc stent, with good results. The patient's post-procedure condition is stable.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was returned severely damaged and stretched. A kink was also found in the lumen 19.2cm from the tip along with kinks the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-03175. It was reported that during a stenting treatment procedure, stent dislodgement occurred. Vascular access was gained via the right femoral artery. The physician placed, but experienced difficulty advancing an unknown manufacturer's guide wire. The 90% stenosed target lesion, with significant lesion bend greater than 45 degrees, was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The target lesion was pre-dilated with an unknown manufacturer's 2.0mm balloon. The physician advanced a 3.5x16mm promus element stent delivery system (sds), but encountered resistance. After removing the 3.5x16mm promus element sds, stent damage was observed. Next the physician attempted to advance a 3.0x16mm promus element sds and the physician encountered resistance. Then while attempting to withdraw the 3.0x16mm promus element sds, the stent dislodged from the sds in the proximal lad. The physician removed the sds, and then used a snare device to successfully remove the stent from the patient's anatomy. The physician completed the procedure with deployment of a non-bsc stent, with good results. The patient's post-procedure condition is stable.